Event description:
It was reported by service report that the brakes are not engaging and the foot end of the stretcher drifts. The customer could not determine whether there was pt involvement or if adverse consequences occurred.

Manufacturer narrative:
Eval results: groove pin.